Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 218144152, was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was broken at shaft to lemo connector connection with approximate 1.7 inches. No ECG signal wires were broken inside the shaft. In conclusion, the reported shaft kink was confirmed through testing. The mapping catheter failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure after the mapping catheter was unpackaged, the shaft was noted to be kinked after an attempt was made to pull out the white torque part. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.